Manufacturer narrative:
At this time, the device has not been returned for failure analysis/laboratory testing. Therefore, no causal association or conclusion can be determined.

Event description:
This was a spontaneous report from a (B)(6) old female consumer reporting on herself. The consumer reported applying one precise pain relieving heat patch (no active ingredient) once on (B)(6) 2010, to treat pain post hysterectomy. After application, the product gave her severe blisters all over her stomach and burned her where her stretch marks were. Also, the blisters were very sore and have popped, she had irritation on her stretch marks, and it was hard for her to take a shower and even walk. As treatment, the consumer applied neosporin. As of (B)(6) 2010, the outcome of the irritation was reported as resolved. The outcome of the other events was reported as not resolved. This case is serious (medically significant).